Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device failed to administer critical therapy resulting in syncope and delivery of external shock therapy.